Event description:
It was reported that during a generator change procedure this right ventricular lead was damaged. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects.